Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, the customer experienced a low blood glucose level of 26 mg/dl due to requesting and delivering multiple boluses via the pump which was too much insulin for the customer's needs. The customer consumed carbohydrates to address the low and continued to use the pump for insulin therapy.